Event description:
Medics responded to a cardiac arrest, pt condition when crew arrived not reported. Reportedly, while attempting to pace the pt, device pacing current would drop to zero, and pacing would stop. Pt outcome was not reported. The reporter stated there was no adverse impact to the pt as a result of device operation.